Event description:
It was reported that this right ventricular (rv) lead delivered one round of anti-tachycardia pacing (atp) but the physician was not sure each pulse captured. However, atp delivered was successful. Technical services suggested reprogramming options. Additional information was requested but not provided at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.